Manufacturer narrative:
Correction: the previous or initial MDR submitted on september 13, 2016 was filed inadvertently. No loss of osseointegration has occurred. This report is filed on november 14, 2016. Implanted device remains.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). It is unknown if there are plans to reimplant the patient with a new device.